Event description:
It was reported that during a follow up, increased rv thresholds were observed. Variable r wave measurements were noted. The patient was scheduled for regular follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.